Manufacturer narrative:
(B)(4). Visual inspection found that part of the black coating on the device shaft had peeled off; part of the peeled off coating was not returned. The damage observed to this instrument is similar to damage caused when the device shaft contacts the sharp edge of the trocar and scratches the coating off. This failure most likely occurred when the device was being inserted and retracted multiple times from the trocar. There is nothing known in the manufacturing process that would cause this type of damage. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified for this failure mode.

Event description:
The customer reported that the black insulation coating on the shaft of the ls1500 device was peeled back and hanging off the shaft about 1.5-2.0cm from the distal tip of the instrument. No patient injury reported. No medical intervention required. Site checked patient&#39;s abdominal cavity and did not find any of the insulation inside the patient. Site is unsure if any additional particulate matter may be retained within the patient&#39;s abdominal cavity.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.